Event description:
The customer reported the paddles failed to discharge during testing.

Manufacturer narrative:
The customer reported the paddles failed to discharge during testing. The customer isolated the reported symptom to the paddle set. Replacing the paddleset resolved the reported issue.